Event description:
In 2006, the lay-user/patient contacted lifescan alleging that the damaged threads on his one touchsoft clear cap caused him to received a cut and require stitches. The medical affairs specialist (mas) mailed a letter to the patient five days later, since he could not be reached by telephone on two separate days. The mas was able to speak to the patient next day to obtain/verify information. On an unknown date, the patient attempted to obtain a blood sample from his arm using his one touch ultrasoft lancing device. While using the device, the patient claimed that the clear cap fell off while he was pressing down on his arm. This issue caused him to get a cut down his forearm due to the protruding lancet. The patient was taken to a hospital where he received 8 stitches to close the cut. The patient described the threads on the clear cap as being worn down. The customer care advocate (cca) noted that the patient was using a correct technique to blood sample collection with the reported device. The one touch ultrasoft lancing device and clear cap were replaced.